Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 483 mg/dl with a large ketone level. The high bg level was addressed with multiple insulin injections. Tandem technical support had the customer performed a system check and air bubbles were noted in the tubing. Reportedly, the customer was loading the cartridge with cold insulin.